Manufacturer narrative:
B3, h6: additional information received stating incident occurred setup; no patient involvement. The event date was also provided.

Event description:
Investigation completed.

Manufacturer narrative:
Investigation completed on a smiths medical ventilators/pneupac ventilators parapac device was received with all small knobs cracked and severe corrosion, front panel is bent in the upper right corner, tidal volume rubs on the battery compartment, the battery door is cracked, gas supply indicator cover has a cloudy appearance as well as the manometer. Internally corroded throughout device. Testing was done to turn on the o2 and peep knob and complaint revealed the knobs were stuck in place and would not turn on. This was caused by the corrosion. Due to the device overall corrosion and physical shape, it was deemed unrepairable and was scrapped.

Event description:
Information was received indicating that the o2 knob and peep knob to a smiths medical pneupac parapac plus ventilator will not turn. There were no reported adverse effects.